Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the resection loop broke at the tip during the surgical procedure (bladder rtu) and was removed as soon as realized the incident with patient. It was furthermore confirmed that a medical intervention was required.